Event description:
Customer noticed out of box that duckbill valve was partially open. No pt issue. No death or serious injury reported.

Manufacturer narrative:
The affected device was returned for investigation. We confirmed that the duckbill valve was partially opened. This device was still able to provide enough air that the device functioned as intended. Ventlab performed quality trending, product investigation and corrective actions to solve the root causes. A recall was initiated in may of this year.